Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 583 mg/dl. The customer also had the flu, and was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. The caller stated that she would call back once she was home. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.